Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, the implantable cardioverter defibrillator stored electrogram noted inappropriate auto mode switch due to far r-wave oversensing on the atrial channel. Programming changes were discussed and no intervention was performed. The patient will continue to be monitored.